Event description:
It was reported the video system center video connectors were broken and could not be connected. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h4, h6, and h11 were updated. The device was not returned for evaluation. The definitive root cause of the video connector damage could not be determined. Olympus will continue to monitor field performance for this device.